Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure, that the endurant ii stent graft contralateral limb was deployed as normal. Removal difficulties of the delivery system was experienced for this device but the endograft was deployed successfully and delivery system removed with no injury to the patient. An unknown endoleak was initially reported however, additional information confirmed that a type ia endoleak was noted during the final run-in the endurant bifurcated stent graft, the endoleak is not thought to be related to the endurant ii limb delivery system issue. The cause of the type ia endoleak is unknown. No additional clinical sequelae were provided, and the patient will be monitored.